Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose increased to 515 mg/dl. Customer addressed high blood glucose by giving correction insulin by injection. Customer changed cartridge and infusion set to address the issue.